Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient was hospitalized between (B)(6) 2024 because blood glucose level was 460 mg/dl. Therefore the patient was treated th manual injection. No further information was available.